Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-10458, 1627487-2019-10460. It was reported that patient experienced ineffective stimulation. As a result, patient underwent surgical intervention wherein the ipg and leads were explanted. Date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.